Manufacturer narrative:
The insertion device with the loose anchor/suture construct from a tf ultra, 2 ubraid and ndls, 5.5mm ti was received. The needles were missing. No dimensional analysis could be performed due to deformation of the anchor. It is possible that harder than expected bone was encountered. The evidence provided no root cause related to the manufacturing process can be established. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During a rotator cuff repair using the tf ultra, 2 ubraid and ndls, 5.5mm ti it was reported that the doctor did not use an awl and malleted the anchor up to the threads then started turning. The anchor went halfway in and then stripped off of the shaft/handle. The doctor then used pliers to unscrew the anchor. An awl was used to increase the hole size and screwed another anchor in successfully. It is noted the patient's bone quality was good. No patient injury or other complications were reported.